Manufacturer narrative:
Evaluation results: the jelco conventional optiva 2 IV catheters that were missing the label were returned for investigation. The investigator determined that the defect occurred due to a temporary misalignment of the packaging machine. The investigator also noted that this was a rare and isolated case.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical jelco optiva 2 i.v. Catheters (with injection valve) did not have a label. No patient involvement.